Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, one opening assessed as cracked valve seat diaphragm valve and total delamination assessed as adhesive failure. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "left side has lost some volume". Healthcare professional later reported "fluid could be expressed from the valve area" and "hole in valve". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "left side has lost some volume". Healthcare professional later reported "fluid could be expressed from the valve area" and "hole in valve". Device has been explanted and replaced.